Manufacturer narrative:
A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the reported complaint. The lot passed all release criteria.

Event description:
A biomedical engineer (biomed tech) reported an internal blood leak observed in a dialyzer three minutes into a hemodialysis (hd) treatment. There was no defect/damage observed to the dialyzer or its packaging. The blood leak was visually observed from the top end of the dialyzer. Blood test strips were not used as the leak was reportedly visually observed. The patient was able to be switched to a different hemodialysis machine to complete treatment. The dialyzer was discarded.